Event description:
It was reported to stryker that during a laparoscopic cholecystectomy the scrub tech noticed smoke and a small fire at the end of the cautery cord. The scrub tech alerted the circulator, who immediately turned off the machine and unplugged the electrical cord from the outlet. The cord and machine have been quarantined for investigation. Defect was found in the non disposable cautery cord and a break in the non disposable hook cautery hand piece. The patient was not harmed and the procedure was only delayed while obtaining a new cable. It was reported to the FDA that the bipolar cautery cord sent a flame up from the cord when activated. This are no apparent noticeable breaks or cracks in the affected cord.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The reported failure could probably have been caused by: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or improper sterilization. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported to stryker that during a laparoscopic cholecystectomy the scrub tech noticed smoke and a small fire at the end of the cautery cord. The scrub tech alerted the circulator, who immediately turned off the machine and unplugged the electrical cord from the outlet. The cord and machine have been quarantined for investigation. Defect was found in the non disposable cautery cord and a break in the non disposable hook cautery hand piece. The patient was not harmed and the procedure was only delayed while obtaining a new cable. It was reported to the FDA that the bipolar cautery cord sent a flame up from the cord when activated. This are no apparent noticeable breaks or cracks in the affected cord.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.